Event description:
Procedure: lap colon. According to the reporter: after using the device into the trocar; the jaw would not close very well. Reinforcement material was not used in conjunction with the stapling device. After 4 days, the anastomosis site showed a leak which required a re-operation and extension of the hospital stay.

Manufacturer narrative:
(B)(4).